Manufacturer narrative:
Additional information: d5, e1, h6 (investigation finding), h11. Correction: g2, h6 (component code). Investigation results: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing number is (B)(4).

Manufacturer narrative:
The product was not returned. However, investigation is ongoing. Complaint information is regularly analyzed to determine if further investigation is necessary. If additional information becomes available, the investigation will be updated accordingly. The manufacturing number is (B)(4).

Event description:
Clinical trial patient (B)(6) experienced post-operative urinary retention, which is related to the study device. No additional information was provided.